Event description:
It was reported that: "cerebral aneurysm embolization of the middle cerebral artery was performed. Packing of the aneurysm was performed using optima coils and microcatheter headway 17. Upon deployment of the reference coil in this report, the coil detached prematurely, migrating distally and occluding the middle cerebral artery. Solitaire stent 4x20 mm was deployed and successfully removed the coil from the artery, achieving tici 3 flow. There was no resistance or friction when advancing the coil. (The physician is one of the most experienced physicians in the use of optima.) The coil was removed from the box and package according to the IFU. The coil was prepared and advanced within the catheter according to the IFU. The procedure was completed without clinical complications. The patient did not present clinical symptoms, and at the time of preparing this report the patient is in good condition without clinical symptoms." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f241100180 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.